Manufacturer narrative:
Concomitant product: cl-823, polysorb* 2-0 vio 75cm c14 x36, (lot # a4e2287fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the veterinary operation on (B)(6) 2025 to remove a mass, two sutures were used for subcutaneous closure. Post-operative control revealed wound dehiscence, infection, and wound healing delays, necessitating a reoperation on (B)(6) due to complications. After several controls and medication, the patient eventually healed, and the wound closed.